Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The central processing unit and compact flash card were replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit had a system reset error during the boot-up process. There was no report of patient involvement.